Event description:
It was reported that the patient experienced difficulty of penetration in the sexual act as the erection was without rigidity. During the physical examination it was noted that the prosthesis in the left cavernous body was not filling and there was a delay with the device emptying to obtain a flaccid penis. The penis was sagging with a sharp curvature to left.